Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant there was a rise in thresholds on the leadless implantable pulse generator (ipg). It was also reported the ipg voltage was fluctuating and there was a "big change" in the longevity estimate. The device remains in use. No patient complications have been reported as a result of this event.